Event description:
It was reported that during a shoulder procedure, extravasation was observed. The patient was not harmed and the procedure was completed successfully without delay or intervention.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Probable root causes for the reported failure could have been caused by: use error and/or damaged or faulty pressure sensor. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a shoulder procedure extravation was observed. The patient was not harmed and the procedure was completed successfully without delay or intervention.